Event description:
--

Manufacturer narrative:
--

Event description:
Boston scientific received information that following a non-device related procedure (while the patient was in the ICU) the patient went asystolic. Resuscitation efforts were administered; then after placing a magnet the situation resolved. The patient's device was checked and everything appeared fine. The automatic gain control (agc) setting was programmed on and auto capture was turned off and outputs were changed to a fixed output. It was noted that cautery was used during the procedure, but the procedure went fine. The nursing staff used the phrase "failure to capture", but field representative noted this wasn't definitive as the surface EKG during that time was very poor, but the field representative thought he saw some pacing spikes. The field representative confirmed there were no further interventions performed, no further episodes of asystole and no serious injuries to the patient. The patient was discharged from the hospital.

Manufacturer narrative:
A boston scientific engineer reviewed data from the device memory which showed the device was performing a series of right ventricular (rv) auto threshold tests between (B)(6) 2013 and (B)(6) 2013. These tests are normally run once every 21 hours, but in this case they were being run every two to three hours which indicated the device was losing capture. The last rv auto threshold test request reason was due to beat-to-beat loss of capture. Each of the rv auto threshold tests completed successfully which indicated a valid threshold was found for each test. Based on the threshold test sequence number, the device had run auto threshold tests frequently since implant. The last successfully completed rv auto threshold test was on (B)(6) 2013 at 11:47 am and shortly after there was the magnet application at 12:05 pm. Engineers suggest it was possible that the device had lost capture for 15 minutes after the previous successful rv auto threshold test and when the magnet was applied the device regained capture. The cause for losing capture was unknown, but engineers felt changing the programming to a fixed output was the appropriate course of action. Boston scientific technical services (ts) discussed the rv auto capture results with the field representative and noted that oversensing still seemed more of a likely issue due to the length of time of the reported pause (which was 30 seconds) and with magnet application alleviating the pause. The device remains implanted and in service.